Event description:
It was reported that during a hand assisted lap nephrectomy the acoustic stud broke off of the handpiece. Another handpiece was not available. The procedure was to convert to open, no pt consequence.